Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient presented during follow up appointment with what looked like an infection. The patient allegedly reported to the ER on sunday and the decision was made to explant the device. It was unknown if the event was resolved at the time of report.

Manufacturer narrative:
(B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the infection was resolved.